Event description:
The initial report indicated that a monofocal intraocular lens (iol) was explanted from a patient's operative eye due to a complication during its delivery. Specifically, the trailing haptic was torn off, which necessitated the removal of the lens. Subsequent follow-ups revealed that upon insertion of the lens into the patient's left eye, it unfolded and bent upward at a 90-degree angle, resulting in the trailing haptic being amputated by the injector. The surgical wound was enlarged, and the lens was cut and removed from the eye. A replacement lens was successfully implanted; however, details about the model and diopter of the replacement lens were not provided. One day post-operation, the patient was reported to have corneal edema. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (incision enlarged). Section h6- health effect - clinical code 4581: no code available (incision enlarged). Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.